Event description:
The customer reported having issues with oil mist in the past. The customer was unsure of when they had oil mist last, but she stated that she was sure it had been at least a couple of months. The customer stated that there were no complaints of physical symptoms related to the reported oil mist. The customer was instructed to call for service next time she saw the oil mist.